Event description:
It was reported that a patient failed to follow therapy steps during the initial drain cycle of peritoneal dialysis therapy. The patient started the initial drain cycle before connecting to the setup. The technical services representative reviewed proper procedures with the patient and assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started the initial drain cycle without connecting to the homechoice device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.